Event description:
On 11-oct-2021: follow up information was submitted for updating awareness date and the result of complaint investigation performed on one returned used infusion set showed that the tubing was detached from the tubing connector. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in canada. On 28-jun-2021, the patient reported that yesterday ((B)(6) 2021), the infusion set's tubing detached at the site while sleeping. The site location was the patient's left thigh and the infusion had been used for one day (date of insertion (B)(6) 2021). Moreover, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient reported that yesterday ((B)(6) 2021), the infusion set's tubing detached at the site while sleeping. The site location was the patient's left thigh and the infusion had been used for one day (date of insertion (B)(6) 2021). Moreover, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.